Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the drawers were failed. The field service engineer (fse) reported that drawers 2.1 and 2.2 were repeatedly failing. The fse replaced the pyxibus interface board, flashed the firmware, and tested the device to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawers were failed. The customer stated that this malfunction caused a delay in dispensing the medications to the patients, but the user managed to retrieve the medication from the pharmacy. There were no adverse events or injuries reported based on this event.